Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported to the philips response center (rc) that repeatedly upon power / boot up the device displays error code 10004 and cycle power. There was no pt involvement.